Event description:
A 20g IV catheter was inserted into a pt right ac for medication administration. The IV had to be removed 30 minutes later as the catheter was leaking for no obvious reason than it was malfunctioning.